Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device wrinkling, flipping and wrinkling of the skin: observed deformation device and crease fold rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side "implant flipped, rippling, punctured/rupture detected upon explantation". Device has been explanted.

Event description:
Healthcare professional reported right side "implant flipped, rippling, punctured/rupture detected upon explantation". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/27/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant flipped, rippling, punctured/rupture detected upon explantation". Device has been explanted.